Manufacturer narrative:
The ventilator was investigated on-site. The reported failure was reproduced. It was found that the expiratory channel pc board and the both pressure transducer pc boards were dirty. The pcbs were cleaned thereafter the ventilator worked without any deviation. The conclusion was that the reported wrong peep reading was due to that the expiratory channel pc board and the both pressure transducer pc boards were dirty. The pcbs were replaced as a precaution. The device logs were not received and no parts have been returned for investigation. It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations, and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan, and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator's peep reading was different than the set value. There was no patient involvement. Manufacturer's ref #: (B)(4).